Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device during the same surgery. This report is submitted on august 4, 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 07, 2021.

Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The implanted device remains.